Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that one-day post implant, a lead dislodgement was verified by interrogation and x-ray. The lead was explanted and replaced. It was noted that the lead insulation was cut during lead replacement to facilitate new lead implant which will be evident on inspection. Patient was discharged. No injury to patient.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.